Manufacturer narrative:
(B)(6). This report is for five unknown variable angle locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Part of the devices remained in the patient; devices not considered explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a scheduled explant surgery on (B)(6) 2016 while removing five unknown plates five variable angle locking screw broke off at the heads. The surgeon decided to leave them retained in the patient. The original implant was for a fractured distal humerus on (B)(6) 2013. There was a surgical delay of fifteen (15) minutes. There was no additional medical intervention necessary; no impact with the patient. The patient status is stable. The surgery was completed successfully. This report is for five unknown variable angle locking screws. This is report 1 of 1 for (B)(4).